Manufacturer narrative:
Evaluation summary: the device was returned to medtronic for evaluation. There was no damage to the distal tip of the device. The stent was positioned on the balloon between the inner shaft marker bands as per specification requirement. There was no deformation to the stent. The transitional shaft was severely damaged and stretched. The distal inner and outer shaft ripped from the guide wire entry port to 8.5cm distally along the shaft. (B)(4).

Event description:
It was reported that the physician was attempting to use an integrity rx stent to treat a lesion in an unknown vessel. The device was removed from its packaging and inspected with no issues noted. During the procedure it was reported that resistance was encountered when advancing the device. Excessive force was not used. The stent could not pass through the lesion. It was reported that the stent was deformed in vivo during positioning. The stent was replaced with a new one and the procedure was completed without further complication. No patient injury was reported. It was reported that the physician believes that the event was due to patient morphology/anatomy and was not device related. Following analysis of the returned device it was noted that the transitional shaft was severely damaged and stretched. The distal inner and outer shaft ripped from the guide wire entry port to 8.5cm distally along the shaft.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.